Event description:
The customer reported that she was treated by the paramedics due to low blood glucose levels and stress. The customer stated that she has been experiencing low blood glucose levels, stress and anxiety ever since her husband passed away. The customer did not feel that the insulin pump had anything to do with her low blood glucose levels. The customer did not have time to provide further details regarding the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.